Event description:
It was reported that the IV tubing could not get primed. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If the initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10:the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.